Event description:
A patient contacted (B)(4) regarding assistance with a system error 2240 while using the homechoice (hc) during the initial drain. (B)(4) had the patient cycle power twice to clear the error and start over with new supplies. The patient explained this was his last set of supplies. (B)(4) suggested an emergency supply delivery, but the patient elected to end therapy for the night and contact their dialysis nurse in the morning. The patient explained he completed therapy last night and should be ok to miss tonight's therapy. (B)(4) assisted the patient in removing the supplies. (B)(4) contacted the patient's dialysis nurse who advised they saw the patient in clinic (B)(6) but the patient did not mention the error. (B)(4) explained the error and the nurse agree to follow-up with the patient. No injury or medical intervention was reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report; 510(k)# is k082590.

Event description:
The lay user/patient contacted lifescan alleging the meter has black marks in the display. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.

Manufacturer narrative:
Follow up # 1/supplemental report text-(B)(4) 2010. The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case failed testing. The meter was found to have cracked/broken display. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.